Event description:
Olympus was informed that during a laparoscopic gallbladder procedure, the distal tip of the probe broke off and fell inside the patient. The tip was successfully retrieved using an unknown laparoscopic instrument. The intended procedure was completed with another similar device. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the probe gold tip had broken off. The grasping section of the device could not be manipulated due to the detached control handle axis pin. It was observed that the outer sheath was cracked which was attributed to physical crack damage. The device was sent to the original equipment manufacturer (OEM) for further investigation. The OEM confirmed the reported event of the broken probe tip. The exact root cause of the reported event could not be conclusively determined.